Event description:
The customer reported having an intermittent failure to discharge.

Manufacturer narrative:
The conclusion of philips' investigation is that the failure mode is a result of device pin wear on the therapy cable connector caused by the customer's use of a non-standard (non-philips) carry bag. We are considering this issue as off label use (of non-philips bags) and no malfunction.